Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('chronic uterine infections') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine infection (seriousness criterion medically significant) and genital haemorrhage ("bleeding"). At the time of the report, the uterine infection and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and uterine infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- genital hemorrhage, uterine infection quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('chronic uterine infections') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine infection (seriousness criterion medically significant) and genital haemorrhage ("bleeding"). At the time of the report, the uterine infection and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and uterine infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- genital hemorrhage, uterine infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.